Event description:
It was reported that the ilet did not charge, the charging pad indicator did not turn green, and the battery level display did not function, consistent with a charging problem localized to the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem associated with the battery charger consistent with a device charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. A replacement charger was arranged to confirm the issue with the charging equipment versus the pump.